Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid for non-malignant pain. It was reported that the patient stated it took 20 minutes to connect to the pump and deliver a bolus. The patient stated they had nothing but trouble with this thing ever since their last implant. The patient stated the pump was in their abdomen and it didn't matter where they placed the communicator, it took a long time to connect. The patient mentioned this was their third device and they called and was told 90% of customers are having trouble with it too and a year later they gets a letter from medtronic to follow up. The patient stated the ptm went to 90% and sat for 20 minutes or can't find device. The patient was assisted with clearing data on the handset and patient was able to successfully connect to their pump and deliver a bolus. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. D10. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID hh90t01 (serial: (B)(6); product type: 2201-mobile platform brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.